Event description:
It was reported the patient had stimulation in the wrong location. Impedance testing and reprogramming had been done. The leads were replaced and the issue was resolved. The patient status at the time of this report was alive with no injury. After the leads were replaced the patient had a greater than 50 percent reduction in pain and they were happy with their stimulation.

Manufacturer narrative:
Concomitant: product ID 3887-33, lot# 0204096428, implanted: 2012-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3888-33, lot# 0205199178, implanted: 2012-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3550-39, lot# 0205490876, implanted: 2012-(B)(6), explanted: 2015-(B)(6), product type accessory. (B)(4).